Event description:
Caller reported a malfunction on the pump, which did not cause the blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on the blood glucose level. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).